Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxr00v model intraocular lens (iol) was implanted in the patient¿s operative eye. Due to unknown reasons, the iol was explanted in a secondary surgical procedure and information regarding the replacement iol is unavailable. Patient prognosis post lens exchange is unknown. No further information is available.